Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs indicated use of s8 version: 1.2.0-20 with session start on tue, 21 may 2019 - 10:40:40 am. Within the navigation task, in a spinal fusion procedure there were excessive touch events identified by the touchscreen controller 119 expired touch events, and about 200 pinch manipulations with one of the manipulation points proximally similar.  This occurrence started around 11:31 am, and continued to 12:11 am.  Rebooting resolved the issue.  Excessive phantom touch events via hardware touch controller may cause the system to appear unresponsive as described within the complaint.  The system was purchased april 2018 and it was suspected older monitor and touch controller hardware were cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 10 minutes. It was reported that the main cart monitor had frozen up during surgery. The system was working fine up until taking a spin with the imaging device. The medtronic representative also stated that the mouse was unable to work for a brief amount of time. The medtronic representative had rebooted the system and stated that the system was performing as needed. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative reported that a system checkout was completed and he was unable to replicate the issue. The system seemed to perform as intended. Multiple cases have been done on the system since the complaint without issue as well.